Manufacturer narrative:
The strap has failed due to fatigue. This wear should have been noted during maintenance as the color was worn indicating the strap should be replaced. Other indicators of improper service include the display not functioning correctly and the unit being used past its life span.

Event description:
User was being transported from a commode to her bed using the c-450 lift and sling. As she was lifted approximately 1 foot off the commode the lift strap broke. The user landed back onto the commode. No injuries were reported.